Event description:
It was reported that the patient experienced hypoglycemia and then overtreated the low, which resulted in hyperglycemia measured at 259 mg/dl; the event was attributed to user handling rather than a device malfunction, and no device component issue was applicable. Symptoms included no clinical signs, symptoms, or conditions documented. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.